Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and reveal that the spike tip was broken. The reported condition was confirmed. The exact root cause was not determined.

Event description:
A customer reported to baxter (B)(4) an unknown solution administration set in which the spike broke off. According to the report, the set was spiked into a bag with sodium chloride and methadone. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional information becomes available, a follow-up report will be submitted. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed.